Event description:
A talent thoracic stent graft system was implanted in the pt for treatment transection in the thoracic aorta. The pt presented emergently with chest pain and a hoarse voice. The pt had been in a motor vehicle accident about 6 months ago. The review of the CT demonstrates there was a transect of the aorta. The physician believes the transection of the aorta was most likely due to a motor vehicle accident, weakening the vessel wall. The aortic arch was moderately angulated. It was reported that the proximal main device was placed at the left subclavian and the apex of the stent graft misaligned during deployment. The physician was able to correct the misalignment of the stent graft, by pulling the stent graft down, however, this resulted in inaccurate delivery of the device. The physician elected to use a second device and the second device also misaligned, however, was unable to correct the misalignment deployment (MFR 2953200-2010-015320). There was a proximal seal and the decision was made not to further intervene and to monitor the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusions: aortic arch was severely angulated, weakened vessel wall.